Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had physical damage and the flange was broken. It was reported that during nursing procedure, the patient was restless and made a sudden movement and broke the left fin of the cannula. The customer reported that the patient required re-cannulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.